Manufacturer narrative:
Findings: no unexpected excessive no delivery alarms or motor error alarms noted during testing. Passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. Leaking motor oil noted. Minor scratches on lcd window, cracked reservoir tube lips, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated they were able to complete rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised that the occlusion was sited related.